Event description:
Patient had intra aortic balloon inserted in the operating room as a part of an aortic valve replacement on 3/18/92. At 2145 on 3/21/92 nurse noted blood in the pvc tubing of the intra aortic balloon pump. Patient weaned off the balloon and taken to the o.r. For balloon removal. It was later discovered that the balloon had ruptured. Cause undetermined at this time.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: inherent risk of procedure. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.